Event description:
--

Event description:
Boston scientific received information that the patient with this pacemaker was referred to their electro physiologist due to a possible system malfunction: low out of range pacing impedance measurements, along with loss of capture, were exhibited. Reportedly, the patient failed to receive adequate brady right ventricular pacing and had been syncopal. The physician elected to surgically intervene and explant the non-boston scientific right ventricular lead, along with this pacemaker. The lead was discarded; however, the device is intended to be returned for a post market analysis. The physician suspected a possible lead-to-device connection anomaly. Another rv lead and boston scientific device were successfully implanted in the absence of additional adverse effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. A laboratory test lead was connected and impedance testing resulted in good measurements. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported low pacing impedance measurements and loss of capture.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.